Event description:
It was reported whilst doing a transurethral resection of a prostate, one of the wires on the bipolar loop 2 wires in one loop snapped. Surgeon retrieved the broken wire with a biopsy forceps. Surgeon and scrub nurse thoroughly checked the retrieved wire was intact and complete. Surgeon and scrub nurse confirmed no part was missing or left inside the patient. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).